Event description:
It was reported that the lead exhibited impedance greater than 2000 ohms and there was exit block. A chest x-ray revealed the lead dislodged to the...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.